Event description:
It was reported that the user experienced difficulty inserting a new cartridge into the ilet pump, which was resolved after the user was advised to rewind the pump. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no alarms. Investigation included product-use troubleshooting and user education regarding proper cartridge loading steps. Investigation of this case revealed user setup error related to not rewinding the pump prior to cartridge insertion, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during device preparation.